Event description:
Reporter indicated that the site's handheld computer would not hold a charge. It had been plugged in to the ac adapter for a week, and still showed that it was not charged, and the indicator did not show that the battery was charging. Once unplugged from the ac adapter, the device shut off. Attempts to have the device returned for analysis have been unsuccessful to date.